Manufacturer narrative:
Pt age and weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens implant and explant dates: n/a. (B)(4). Device not returned.

Event description:
The reporter stated the surgeon attempted to insert an cc4204a collamer single piece lens +22.5 diopter and the lens was noted was damaged. No patient injury was reported. The reporter indicated the injector was flimsy and the damage to the lens could have been possible user error. The back up lens was implanted without incident. The reporter was unable to provide additional information.